Event description:
The customer stated she received a blister from using the softfit breastshield with the symphony pump. When she removed the breastshield, a portion of her skin was torn off. The customer stated she was in pain and would go to the doctor on monday.

Manufacturer narrative:
A manufacturing representative spoke with the customer. Customer confirmed the pump was off when she removed the breastshield, her nipple had not been rubbing on the inside of the tunnel, and the areola had not been rubbing or pulled inside the tunnel. Additional attempts to obtain information were made (twice on (B)(6) 2010, once (B)(6) 2010 and once on (B)(6) 2010), but no information was provided (customer was not available and did not return calls). No further investigation can be performed. If additional information becomes available, a supplemental report will be filed at that time. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.